Event description:
The customer returned the Gastrointestinal videoscope to the service center for evaluation related to a separate issue. During testing the Service Technician identified the device had rusted nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection.Based on the results of the investigation, and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.